Manufacturer narrative:
(B)(4). Date of initial report : 11/09/2015; date of follow-up report : 12/16/2015. The investigation found the generator's autobipolar function did not contribute to the reported event. The product analysis isolated the failure to the bipolar equipment used, but a root cause was not identified. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Manufacturer narrative:
(B)(4).the unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated that when using auto bipolar, it was unable to suspend automatically. The device was not used in patient.